Event description:
The nurse was attempting to place the bed with a pt into a trendelenburg position, when she lost control of the unit. She indicated after the trendelenburg handles were engaged the bed began to go into the reverse trendelenburg position. She attempted to maintain control of the unit, when she allegedly injured her back. There were no pt injuries reported.